Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient started treatment for the peritonitis with cloxa (cloxacillin) and fortum (dose, frequency and route not reported). The outcome of the peritonitis event was not reported. The action taken with dianeal therapy was not reported. No additional information is available.